Manufacturer narrative:
Product complaint #: (B)(4). Batch number: p56475. Investigation summary: the analysis results that one ec60a device (k) was returned with no visual non-conformances and with an ecr60d cartridge reload present. The reload was received with the pan dislodged and 15 double drivers, 6 single drivers and the one piece sled missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached on what caused the damaged on the cartridge. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Three photos were provided; picture one shows tissue. One proper formed staple can be seen on the tissue. Also, ooze is observed. Picture two shows tissue with several staples on it. Some staples appear to have not the proper formed, however, it is not possible confirmed the condition of the staples due the quality of the photo. Picture three shows tissue with staples on it. The staples can be seen with the proper formed. Suture can be seen. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Additional information requested and received: can you please provide details regarding the current patient status? The surgeon stitched everything with a v-loc. The procedure took longer as expected and the patient has a bigger risk for stenosis and leakage. No further information about the patient status at this point in time. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? The surgeon stitched everything with a v-loc. The procedure took longer as expected and the patient has a bigger risk for stenosis and leakage. No further information about the patient status at this point in time. Can you please explain why the staple edges needed to be stitched by the surgeon? Incorrect stapling. Please explain. To ensure that there was no leakage and as the stapling didn't happen correctly, the surgeon also stitched the edges with a v-loc (4 each). Please clarify your previous follow up answer of "incorrect stapling": did the device lock-out (no staples deployed and no cut line started)? Lock-out. Was there any difficulty opening the device? Used the reverse button to remove the stapler and used a new stapler + reload to complete the procedure. If yes, how was the device removed from the patient? Reverse button. If yes, did the jaws eventually open? Via reverse button. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Pictures in the doc. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Pictures in the doc.

Event description:
It was reported that the pharmacist, informed us that the cartridge blocked during the 3rd or 4th reload. Procedure: mini gastric bypass. The stomach was freely accessible. The cartridges were correctly loaded. Stapler could be removed by using the reverse knob. A new stapler and reload were used to complete the procedure. In addition, the stapler-edges where the device blocked were also stitched.